Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable causes of the alleged failure of error b30 is due to error b30 and no image, ok after aeration. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchofibervideoscope exhibited a b30 communication error code. Event took place during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.